Event description:
N/a.

Manufacturer narrative:
Correction: the transducer system serial number was inadvertently documented in the record. The actual system serial number has been updated to (B)(6).